Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res # 90987 was implemented. We are unable to confirm or determine the root cause of the reported thermal event, as the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery was swollen. The issue was noticed when the patient attempted to pair his dash pdm to his pod. The device was charging when the swelling was noticed. Patient reported he removed the battery after noticing the battery was swollen. The device was not in use for delivering a bolus at the time. The patient denied any prior damage, unusual behavior, pdm feeling hot to touch, unusual outlet being used or exposure to high temperatures. Patient charges pdm with the black cord supplied with the device. The patient charges his pdm once a day. The patient was advised not to use the pdm. Patient agreed to return pdm, and he will return battery if he is able to locate it.